Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the heart lead flex was out of specification. It was also noted that the upper and lower cases were broken, the side bail covers, ring cover, side bails, ring bail and one case screw were missing, the lead flex cover was corroded, the battery contacts were compressed, the battery drawer was broken, the keyboard was scratched, the serial number label was torn, the display was pixel bleeding, the ventricular output connector was loose and was missing the silicone. (B)(4).

Event description:
It was reported low output was found during preventive maintenance (set at 20 milliamps and delivers approximately 13 millamps). The device was returned for repair and calibration check. There was no patient involvement.

Manufacturer narrative:
Further analysis was performed on the heart lead flex. This analysis confirmed the improper ventricular output due to a diode-suppressor component failure.